Event description:
Allergan device analysis lab received an explanted port with paperwork that indicated an alleged "leak." It is unk how the device was found to have a "leak." The device was removed and replaced. The serial number of the device is not available due to not being documented since the implant of the device occurred at another facility and the implant surgeon's info is not available.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."